Event description:
It was reported the pt was receiving ineffective left-side stimulation. Reprogramming was unsuccessful, and it was decided waiting a week or two prior to reprogramming again. The follow-up programming session was successful in restoring stimulation to the left ankle and the pt was satisfied with the stimulation and was able to walk around easily. However, a subsequent programming session revealed the issue re-occurred. X-rays did not reveal any anomalies and reprogramming was unsuccessful. As a result, the pt will undergo surgical intervention after his ongoing medication therapy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.